Event description:
It was reported that an infection had occurred. It was unknown where the infection was but a question was posed about lead removal. Additional information regarding the exact location and event was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389, product type: lead. (B)(4).